Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that this rv lead was surgically abandoned and replaced due to chronic high pacing threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a heart rate in the 30 beats per minute (bpm) range. The patient appeared to be in atrial fibrillation (af). The physician was concerned that there was loss of capture. No out of range measurements were noted and a review of the presenting electrogram (egm) revealed that the atrial rate was greater than the ventricular rate, and the ventricular rate appeared to be irregular. The device appeared to be operating as programmed. No adverse patient effects were reported. The lead remains in service.